Manufacturer narrative:
Patient consent for product analysis was not received, therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. H3 other text : patient consent not received.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to unspecified reasons. No further details were provided in relation to the event.